Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for leaflet thickened, leaflet motion restricted, and stenosis were confirmed based on provided medical record. A review of the device history record and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out of round configuration), trauma (cardia pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In addition, hypoattenuated leaflet thickening (halt) may be caused by several patient related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In addition, hypoattenuated leaflet thickening (halt) and leaflet motion restricted may be caused by several patient related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient had vast comorbidities (i.e. Hodgkin's lymphoma, diabetes, htn, hld, history of breast cancer with mastectomy and reconstruction, etc.), which are known factors that may increase the risk of early valve degeneration/ thickened leaflet leading to leaflet motion restriction and stenosis. As such, available information suggests that patient factors (pre existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 months post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the patient is being evaluate for a thv in thv procedure due to high gradients. Per medical records received, this patient was admitted to the hospital with heart failure, renal failure, and shock. The patient reported feeling short of breath and fatigued for months but thought it was related to the chemotherapy treatments. The patient had bilateral thoracentesis performed and continuous renal replacement therapy (crrt) initiated. A tee was performed. The indication for the study was sepsis, abnormal tte. Results of the exam noted tavr valve is not functioning well, the non-coronary cusp leaflet appears thickened and restricted. Fibrinous material noted without obvious vegetation. Eight days later a tte was performed. The indication for the exam was evaluate aortic stenosis post heparin infusion. Results of the exam noted severe aortic stenosis with an ava of 0.28 cm2, the peak gradient was 83mmhg and the mean gradient was 47.4mmhg. The patient underwent a transcatheter aortic valve replacement.

Manufacturer narrative:
Investigation is still ongoing.